Event description:
It was reported that the pump module has broken latch. This was reported to bd representatives during site visit. There was no patient involvement. Bd received additional information. It was reported that the issue was resolved during preventive maintenance. Although requested, no further information has been provided.

Manufacturer narrative:
Additional information: initial reporter e-mail and manufacturer narrative root cause: the root cause for the reported issue that device had broken module latches was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module has broken latch. This was reported to bd representatives during site visit. There was no patient involvement. Bd received additional information. It was reported that the issue was resolved during preventive maintenance. Although requested, no further information has been provided.

Event description:
It was reported that the pump module has broken latch. This was reported to bd representatives during site visit. There was no patient involvement. Bd received additional information. It was reported that the issue was resolved during preventive maintenance. Although requested, no further information has been provided.

Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter facility name. Additional information: manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.